Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broken instrument from the defective batch. Surgeon refers no bad use. No fragment fell into the patient. The procedure was completed with no reported injury. Review of the provided image (see attachment) is consistent with a broken cable. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.